Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the lead tip was screwed approximately three times, at three different locations, however the lead was not placed/attached. Therefore, the physician selected the fourth location to screw the lead, but the tip of the lead did not open. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.